Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece and the lens tore. The lens was removed with no patient injury, no incision enlargement or sutures. The lens was replaced with another lens.